Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through fa1542, CAPA 722471, 806 report # 1723170-05-18-2026-001-c. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: d10 updated. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000542: MDR codes: b01, c07, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that at the beginning of a three-dimensional (3d) spin, the system beeped once, and the light emitting diode (led) on the mobile viewing station (mvs) went from green to yellow but then stopped immediately. The site tried again, but the system failed in the same manner. The spin was for the site physicists, so there was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000905, ubd:unknown, UDI#:unknown, product ID: bi71000542, ubd:unknown, UDI#:unknown; product ID: bi71000416, ubd:unknown, UDI#:unknown; product ID: bi71000905, ubd:unknown, UDI#:unknown. H3 & h6) a manufacturer representative went to the site to test the imaging system. It was reported that the system underwent a comprehensive evaluation, including hardware, software, instruments, mechanical inspection, and operational tests. The 3d imaging modality failed as it would not perform a 3d spin. No hardware parts were replaced. After the system checkout was performed, the imaging failure was not resolved, and the system did not perform as intended. Codes b01, c09 and d15 apply. H3 & h6) a manufacturer representative went to the site to test the imaging system. It was reported that the system underwent a comprehensive evaluation, including hardware, software, instruments, mechanical inspection, and operational tests. The imaging modality initially failed due to numerous error 40 and 41 when attempting to take 2d and 3d images. The gantry cable chain showed imbalance, and the detector had an asic turned off. The root cause of errors 40 and 41 was found to be an imbalance in the gantry cable chain. The gantry cable chain was replaced, and all associated components were reinstalled. After the cable chain replacement, it was discovered that the detector had an asic turned off, but the system ultimately recovered. The detector was replaced, and the imagers file was updated. Subsequent actions included performing source to detector alignment, collimator alignment, image quality, and radiation accuracy tests. The system underwent a final checkout, and all components, despite resolving the imaging failure, the system did not perform as intended upon final evaluation. Codes b01, c09, c17 and d02 apply. A23 and a0905 apply to (mvs) went from green to yellow but then stopped immediately. A0508 applies to system beeped once. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, once the cable chain and the detector in the unit were replaced, the system was able to shoot xray and was calibrated. Previously reported codes, b01 and d02, are applicable as well as newly reported code, c07. H2) additional information in section b5. H2) the product ID: bi71000416, lot number: 2401171175 rev. G, returned to the manufacturer on 30-september-2024 and is pending analysis. Codes b21, c21, and d16 are applicable. H2) the product ID: bi71000905, lot number: g32s121803 rev. Ab, returned to the manufacturer on 08-october-2024 and is pending analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the unit was brand new from the factory.

Manufacturer narrative:
H3: the gantry cable chain (product: kit svc bi71000416 cblasy gantry cbl chn, serial/lot: (B)(6) rev. G) was returned to the manufacturer for analysis. Analysis found no failure. The detector (product: kit svc o2 bi71000905 det pnl 4030dx, serial/lot: (B)(6) rev. Ab) was returned to the manufacturer for analysis. Analysis found no failure. H6: additional review indicated codes d15, d16, b17, b21, c09, c20, c21 are no longer applicable to the event. Codes d14, b01, c19 apply to the gantry cable chain (product: kit svc bi71000416 cblasy gantry cbl chn, serial/lot: (B)(6) rev. G) and detector (product: kit svc o2 bi71000905 det pnl 4030dx, serial/lot: (B)(6) rev. Ab). Codes d02, b01, c07 apply to the system (product: base sys bi70002000 o-arm sys o2, serial/lot: (B)(6)) and to the oil and washer (product: kit svc o2 bi71000542 oil and washer, serial/lot: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.